Event description:
Complaint was reported as the following: complaint alleges that the tube developed a cuff leak within 24 hours of insertion requiring removal and insertion of a new et tube. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.